Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the station was not communicating, which caused delay in dispensing the medication. The customer reported that station was not showing updated expired medications and current count of medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating due to a data synchronization issue. A technical support specialist reinstalled the correct version of the database package and performed a full data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.